Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration and patient was having difficulty charging implantable pulse generator (ipg). The patient underwent ipg and leads replacement procedure and was doing well postoperatively. The explanted device components were not returned per facility policy.